Event description:
It was reported to philips that the 12 leads ECG function for the device was not working. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.